Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes therapy consultant reported via phone call that the customer was recently hospitalized due to diabetic ketoacidosis and high blood glucose of 799 mg/dl. It was stated that the customer has issues with insulin leaking into the insulin pump and insulin squirting out during prime. The date of the incident is unknown. It was stated that the customer has started the process to upgrade the insulin pump and a loaner device was requested. Attempt to contact the customer to obtain details was made but the customer could not be reached.